Event description:
Event description cpi received information alleging this implantable cardioverter defibrillator may have experienced premature battery depletion. No further information is available.